Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they charged their implant last night or yesterday and when they went to turn the stimulation back on this morning, they didn't have any sensation of the stimulator working at all. Caller stated the controller battery was at 100% and the implant was at 70%. Agent walked caller through connecting the controller to the implant. Caller confirmed the stimulation was turned on. Caller increased the stimulation to a comfortable level. Caller noted they were feeling the buzzing with the intensity at 2.3 but they usually keep the intensity around 1.5. Caller noted they only really feel it on their left half. Agent reviewed stimulation information with patient and that the sensation may build over 24 hours. Agent advised patient to monitor the sensation and adjust intensity as appropriate. Agent advised patient to follow up with their healthcare provider for reprogramming if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have no idea while they were only feeling stimulation on their left side. Pt noted they needed to meet someone to fix their stimulator. The issue has not been resolved and they need to meet someone to fix it.